Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports rupture of an unspecified side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, brown particles and opening. A microscopic analysis was performed which identify sharp edge broken assessed as unidentified tear broken, a sharp opening and missing piece of the shell . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening. Missing piece of the sell due to inconclusive a sharp opening on posterior due to an unidentified (tear) opening. Additional, changed, and/or corrected data: b.5., d.1., d.2., d.4., d.10., g.5., h.3., h.4., h.6.

Event description:
Additional information received noted the affected side to be the left.